Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard an audible alert consistent with a magnet tone while wearing a name tag with a magnet. Upon removing the name tag, the patient no longer heard the alert. Additionally, patient reported feeling dizzy later in the day. The ICD remains in use. No further patient complications have been reported as a result of this event.